Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. No information was provided regarding the dvt and cellulitis post primary left tka. The root cause of the debridement was reportedly ¿continued pain and leg giving way¿ approximately 2.75 yrs post implantation, although patient reported that the ¿x-rays showed the appliances secure¿. The patient impact beyond the reported debridement and continued pain could not be determined. It remains unknown if the reported left knee instability was addressed, as it was communicated that the surgeon ¿said he could not be of any further service¿. Should clinical documentation (specifically operative reports and imaging) become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had a cleaning of her knee with an arthroscopy.